Event description:
The patient was revised because of what appears to be improper sizing of components.

Manufacturer narrative:
No product was returned for evaluation. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated.